Manufacturer narrative:
The customer reported the bedside monitor (bsm) is not functioning and the touchscreen will not calibrate. Device has a white display. The device was returned to nihon kohden, evaluated, and the reported issue was confirmed. When the device was powered on there was only a white image on the display. There was no issue with the touchscreen or the lcd. It was determined that the issue was with the digital board. The connector from the main board to the lcd was broken. The digital board was replaced to fix this issue. The repaired device was returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported the bedside monitor (bsm) is not functioning and the touchscreen will not calibrate. Device has a white display.